Event description:
It was initially reported that the patient experienced a loss of therapeutic effect following reprogramming. Stimulation was felt in the rib cage but not in the foot. Follow up information reported that both of the patient's leads were replaced on (B)(6) 2012. Following reprogramming by the hcp on (B)(6) 2012, an excellent stimulation pattern was noted. No patient injuries were reported.

Manufacturer narrative:
Lead model: 3778-60, lot#: v838755005, implanted: 2011 (B)(6), explanted: 2012 (B)(6), lead model: 3778-60, lot#: v838755006, implanted: 2011 (B)(6), explanted: 2012 (B)(6), programmer model: 37743, serial#: (B)(4), recharger model: 37752, serial#: (B)(4). (B)(4).